Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump was in a bag that was impacted during a sporting even causing the screen to shatter. Customer is unable to interact with the pump due to the display becoming black and the severity of the shatter. Customer's blood glucose (bg) level was between 400-600 mg/dl. Bg was addressed with manual injections. Reportedly, customer reverted to manual injections for insulin therapy.